Manufacturer narrative:
The high rate of inability to remove sensor was addressed under CAPA-0104 which was closed per (B)(4). No further investigation was found necessary. Furthermore, sensor was successfully removed during a follow up attempt that was made on (B)(6) 2021. D6b.explanted date updated to (B)(6) 2021.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On july 01st 2021, senseonics was made aware of an adverse event where physician was unable to remove the sensor on the first attempt made.